Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The thread tears at the point of connection with the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one needle and one suture piece pertain to the product code w9101h. In order to evaluate the condition of the needle, the swage and attachment area was noted cracked. The suture piece was examined, body fluids were found along of strand. However, the insertion end could be observed. Based on the information currently available, cracked barrel were identified during the investigation of the samples received. This product issue will be addressed through quality system. Additional information was requested, and the following was obtained via: when was the threads tear at the point of connection with the needle (in the package, during removal from package, during handling or during use on the patient)? - during use on the patient. How many threads tear at the point of connection with the needle? - several threads (defective devices were found in several packages). Did the event occur during one or multiple patient procedures? - multiple medical procedures. What is the total number of procedures? - 10. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - no. .if this event occurred in multiple procedures, please provide information requested above for each patient event. - no information (there are no injured patients, the surgeries time have been increased by 10 minutes). A manufacturing record evaluation was performed for the finished device rpmcur/ w9101h batch number, and no non-conformances were identified. Events reported via: 2210968-2022-08113, 2210968-2022-08122, 2210968-2022-08124, 2210968-2022-08126, 2210968-2022-08118, 2210968-2022-08127.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/01/2022. H6 component code: g07002 no device problem found h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received one needle, a dispensed suture, an empty labeled winding former pertain to the product code w9101h. Upon visual inspection of the returned sample, the swage and attachment area of the detached needle was noted to be as expected. The barrel hole of the needle was examined under 20x magnification, and no suture remnant was noted. The suture was examined, and the insertion end was observed to be as expected. The force used to detach the needle from the suture could not be determined. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that it was received one dispensed needle suture and one empty labeled winding former pertain to the product code w9101h. In order to evaluate the condition of the returned sample, the swage and attachment area was noted cracked. The suture was examined along the strand no anomalies were observed during evaluation. A functional test was performed using an instron equipment and the pull force did not meet minimum requirements. Based on the information currently available, cracked barrel were identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received six needles and six suture pieces pertain to the product code w9101h. In order to evaluate the condition of the needles, the swage and attachment area was noted cracked in all needles. The suture pieces were examined, body fluids were found along of strands and the insertion end could be observed. Based on the information currently available, cracked barrel were identified during the investigation of the samples received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received one dispensed suture, an empty labeled winding former and four unopened samples pertain to the product code w9101h. In order to evaluate the condition of the dispensed needle-suture, the swage and attachment area was noted to be as expected. In addition the four packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. A functional test was performed using an instron equipment and the pull force result was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: this is an analysis of a photo and video for review. During the visual analysis the following was observed: the photograph and the video show a detached needle. Based on the photo and video review, no conclusion or root cause could be determined. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.